Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
User claimed that product from nsm did not fit her needs and they would not repair or replace product. Also alleges she fell off product and was hurt because it was not properly fitted by dealer.